Event description:
On (B)(6) 2022 (B)(4): it was reported that patient indicated to caller that their ins is not working. Caller could not clarify further. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.